Event description:
Reporter indicated a vns pt had high lead impedance readings and was no longer sensing vns stimulation. Per a manufacturer implant card received for a generator replacement performed on (B) (6) 2004, vns diagnostics were within normal limits on that day. The pt has a history of falls due to a weak knee. The pt is scheduled for vns revision surgery on (B) (6) 2009.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.